Manufacturer narrative:
Updated block: d9 evaluation is in progress, but not yet concluded.

Manufacturer narrative:
Updated block: h6. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. When the ccm was turned on, it booted up to a blank screen. Using a flashlight the screen words could be seen but the backlight was not illuminating the display. It was determined the ccm did not operate as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the ccm. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) would not power on. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.